Event description:
It was reported that during a laparoscopic nephrectomy procedure, the device was loaded and closed over the renal hilum and an attempt was made to fire. The device would not fire at all. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B)(4). Premature sled movement. The (B)(4) device was received for analysis with no visual non-conformances and with two (B)(4) reloads present. The reload (a) was received unfired. Reload (b) was received partially fired 1/16. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. In addition, after further analysis the articulation link was found broken, it should be noted that the failure mode is not related to the event. The returned cartridge reloads were tested for functionality in the straight and articulated positions by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.